Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to an elevated accutni (troponin) result, for one patient sample generated on the access 2 immunoassay system on (B)(6) 2008. The patient samples were retested and the results were within the normal reference range. The initial elevated results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. Fse checked the mixer speed and found it elevated outside of specification. The fse readjusted the mixer speed to be within set specification. The fse performed system check and high sensitivity system check procedure with passing results. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.